Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: 0106010001 avenirâ® mã¼ller, stem, 4021843 00489400158 trabecular metalâ¿¢ acetabular revision system, buttress augment 62319561; 00489440000 trabecular metal â¿¢ acetabular revision system, column buttress, 61421724; 00489430000 trabecular metalâ¿¢ acetabular revision system, column buttress, 62091730; 00875706002 shell with multi holes porous 62509815; 00801803601 femoral head product 62454687; 00875801436 constrained liner with ring 61730152; 00625006540 bone screw 62460749; 00625006520 bone screw 62640321; 00662406520 bone screw 62603033; 00662406525 bone screw 62326385; 00662406525 bone screw 62395631; 00662406530 bone screw 62490818; 00625006520 bone screw 62466429; 00625006525 bone screw 62528844. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05117, 0002648920-2017-00470, 0001822565-2017-05118, 00002648920-2017-00471, 0002648920-2017-00472, 0002648920-2017-00473, 0002648920-2017-00474, 0002648920-2017-00475, 0002648920-2017-00476, 0002648920-2017-00477 & 0002648920-2017-00478.

Event description:
It was reported by patient's legal counsel that the patient died approximately two years post implantation due to respiratory failure related to chondrosarcoma. The proximate cause of her death was infection and necrosis from negligence during and after surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. DHR indicates the device was sterilized to specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient's legal counsel that the patient died approximately two years post implantation due to respiratory failure related to chondrosarcoma. The proximate cause of her death was infection and necrosis, treated with amputation, from negligence during and after surgery.